Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the patient has always had pain to the inguinal region and anterior face of the femur. X-ray shows clearly osteolysis of the proximal femur and vertical position of the cup.